Event description:
Pt had the intraocular lens placed in left eye, returned one week later with abnormal vision, old iol was removed and new iol was inserted. "Haptic-optic junction mis-staked removed and replaced."